Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the device was evaluated, and a reportable malfunction was noted where the front panel light-emitting diodes (leds) were dim. Probable causes are damage or deterioration of parts due to wear and tear, device settings or effect of peripheral equipment. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the front panel light-emitting diodes (leds) of the high flow insufflation unit were dim. There were no reports of patient involvement.